Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However upon the first inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter and a stopcock. The balloon was loosely folded with blood in the balloon and wire lumen. Microscopic inspection revealed a pinhole in the balloon material, 6mm proximal from the distal marker band. Inspection of the remainder of the device revealed numerous kinks in the hypotube and damage to the tip. There is no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However upon the first inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.